Event description:
Consumer is alleging that the controller to his heating pad began smoking and something inside exploded causing the back to melt. There was not a report of injury with this incident.